Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had their implantable neurostimulator (ins) put in about ten years ago and the battery finally failed. The patient stated that their pain had become unmanageable. No further complications were reported or anticipated. Indications for use are spinal pain and post lumbar laminectomy syndrome.